Event description:
It was reported that there was an over-infusion where the rate was set at 2ml/hr, the volume to be infused was 50ml and the bag was empty in 11 minutes. There was patient involvement and patient harm. Although requested, no further information was provided.

Event description:
It was reported that there was an over-infusion where the rate was set at 2ml/hr, the volume to be infused was 50ml and the bag was empty in 11 minutes. There was patient involvement and patient harm. Although requested, no further information was provided.

Manufacturer narrative:
Manufacturer narrative: a review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode. The review was performed from the date of manufacture to the date of product release which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was an over-infusion where the rate was set at 2ml/hr, the volume to be infused was 50ml and the bag was empty in 11 minutes. There was patient involvement and patient harm. Although requested, no further information was provided.